Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02393. It was reported that oversensing was noted on the patient's both right atrial (ra) and right ventricular (rv) lead. Both the leads were capped and replaced on (B)(6) 2020. The procedure was completed without any complication. The patient was stable.